Event description:
It was reported that the patient passed away on (B)(6) 2026. Following hospitalization and minimal neurologic recovery, the patient¿s family elected to pursue hospice care. The patient subsequently passed away at a hospice facility. The cause of death was determined to be failure to thrive, recurrent infections, and poor neurological status. The death was not considered to be device related. The ventricular assist device (vad) functioned appropriately throughout, with no reported malfunctions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.